Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tele unit piic failed to provide a vtach alarm for bed 3313 on (B)(6) 2017 at 10:42. There was no patient incident alleged.